Event description:
The customer returned the device stating, ¿the device had issue with downstream occlusion (dso) seal, needs replacement and preventive maintenance¿; during device evaluation the dso seal was cracked. Event occurred during routine preventive maintenance inspection. There was no patient involvement.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the device had issue with downstream occlusion seal, needs replacement and preventive maintenance¿ was confirmed. The downstream occlusion (dso) seal was found to be cracked. The probable cause was a faulty dso seal. The dso seal was replaced and preventative maintenance performed. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.